Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor power was too weak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the air oscillator device, it was determined that the device had insufficient/low power. It was noted that the motor power was too weak. It was further determined that the device failed pretest for check oscillation frequency. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.